Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered anti-tachycardia pacing therapy inappropriately and pacemaker mediated tachycardia episodes were recorded due to the device's programmed settings. Device reprogramming is anticipated and the patient was stable.